Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. The target lesion was located in the moderately calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During introduction, it was noted that the collar was broken. The procedure was completed with a different device. No patient complications were reported and patent's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) completely pulled out from the collar, numerous kinks in the distal shaft and there was damage (folded back into the shaft) to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The vertical tube ovens used to laminate the catheter layers were reviewed and was within calibration. And, it was further confirmed that there had been no calibration out of tolerance during the time in which the batches with reported complaints were manufactured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was broken. The target lesion was located in the moderately calcified coronary artery. A guidezilla guide extension catheter was selected for use. During introduction, it was noted that the collar was broken. The procedure was completed with a different device. No patient complications were reported and patent's status was stable.